Event description:
Customer reported to beckman coulter, inc. (Bci) on (B)(4) 2009 that erroneously low sodium (na) results were intermittently obtained on their unicel dxc 600 instrument. Prior to each event, the ise (ion-selective electrode) system was calibrated and na qc (quality control) results were within the lab's established ranges. No erroneous results were reported out of the laboratory. There was no impact on pt treatment since no erroneous results were issued out of the lab.

Manufacturer narrative:
An fse (field service engineer) was dispatched to the site to troubleshoot and make repairs, however, no clear root cause was determined. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.